Manufacturer narrative:
A 6f engage introducer sheath was received for evaluation. Functional testing confirmed a fluid leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing, resulting in a hole, was noted in seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seal and subsequent leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During the procedure it was noted that when the microcatheter was pulled out of the sheath, it was not closing at all, allowing blood out. It was necessary to apply pressure to the groin and replace the sheath. The procedure was completed with no adverse consequences to the patient.